Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell down the stairs (B)(6) 2024 and hit her head. She went to the emergency and they stitched the wound. At that time she could no longer hear through the implant.

Manufacturer narrative:
Conclusion: damages in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user fell down the stairs on (B)(6) 2024 and hit her head. She went to the emergency department, and they stitched the wound. The user could no longer hear with the implant. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user suddenly complaint about bot hearing well with the device. It is considered to proceed with reimplantation but no date has been scheduled.